Event description:
The plaintiff's attorney alleged the decedent experienced pulmonary edema, bradycardia and arrhythmia after the use of the product and subsequently expired one month later.

Manufacturer narrative:
This is one event for the same pt involving two separate products.